Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated the home screen did not appear on the display after inserting a new battery. Customer stated the insulin pump was exposed to moisture due to dropped in water. Customer stated fluid present in battery compartment. Customer stated that battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.